Event description:
Patient was being repositioned in iccu bed when the handle ripped off of the inflatable mattress/transfer sheet. Mattress was immediately deflated to avoid potential patient harm or injury. Per rn "this has happened to us more than five times now". This is a recurring problem at this facility and several others within our healthcare system. The manufacturer has been notified and product has been returned. The manufacturer has been on-site to provide education but the problems continue to occur. This is happening in multiple patient care units. Manufacturer response for lateral patient transfer device, medline comfort glide lt (per site reporter). Review & investigate.